Manufacturer narrative:
Approximate age of device ¿ 1 year 11 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported through patient outcome that the patient expired. The cause of expiration was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2016 (approximately 2 years post-implant). The cause of expiration was reportedly unknown. No alarms or functional issues with the lvas were reported in association with the event. No prior adverse events or pump-related events were reported throughout the patient's vad course. The account stated that ( would not be returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the patient's outcome; however, no additional information was provided and the complaint file will be closed accordingly. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.